Event description:
A report was received that the patient experienced pain at the pocket site. The patient's symptom included swelling at the site. The patient was prescribed with a lidoderm patch. The physician believed that the pocket pain was a postoperative pain.

Manufacturer narrative:
Additional information was received that the reported pain was a normal post operative pain. The pain was reportedly resolved.

Event description:
A report was received that the patient experienced pain at the pocket site. The patient's symptom included swelling at the site. The patient was prescribed with a lidoderm patch. The physician believed that the pocket pain was a postoperative pain.